Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
A report was received that during surgery, a surgeon felt that the headlight was warm, and then smelled something burning. When surgery was complete, and the surgeon (plastic surgeon) left the theatre, he took off the headlight and saw it had melted away at the back, and that is when he noted that he had a small blister or full thickness injury on bridge of his nose. The surgeon treated himself, and there are no further issues. Hospital reported both luxtec cables and luxtec lightsource used with this headlight. Biomed stated there was no effect on patient being operated on, and that surgery for patient proceed as normally.